Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5, e2, e3, g2 getinge fse reported unit needs a safety disk. Over the service hours for the disk @ 2856hr parts ordered. Unit leak testing passed without issue. The safety disk (B)(6) installed, no issues found with unit, leak toasting passed. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a leak in circuit. There was no patient involvement.